Event description:
Admitted male 9/2/93 for diagnosis of acute myocardial infarction, foley catheter inserted, could not deflate to remove and when inflating balloon the patient complained of pain, non-deflation of balloon, major problem. This caused slowing down of thrombolitic therapy, and increased pain and discomfort for this patient.